Event description:
Per report received from foreign MFR: physician had many difficulties to withdraw the goldie after the angioplasty and when he pulled back the acs wire with the balloon, big surprise- this long thing came out of the goldie.